Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. A root cause could not be determined. Transmitter was able to regain connection with pump. No additional patient or event information was available. Additionally, it was reported that the sensor expired prematurely. There was no reported adverse impact. Customer replaced the sensor to resolve the issue.